Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02670-2. Visual examination of the returned products identified the mini tray to have scratches, nicks, wear marks and discoloration, and the humeral bearing to be fractured with not all the pieces returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report. Correct product identification has been reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02670-1. D10: medical products: item#: 110031405, mini tray std cocr +6 offset; lot#: 64578880. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report. Correct product identification has been reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02670. Concomitant medical products: medical products: item#: unknown, unknown humeral tray; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty on an unknown date for an unknown reason. Subsequently, the patient was revised due to implant disassociation, causing multiple dislocations.